Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with antibiotics (date and duration not reported). Subsequently on (B)(6) 2016 the abutment was removed. The implanted device remains.